Manufacturer narrative:
14-sep-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Nearly causing me to choke [choking sensation]. Toothbrush head has come apart in mouth - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit] . Case narrative: female consumer via e-mail stated that the oral-b toothbrush head came apart in her mouth, nearly causing her to choke. No serious injury was reported. 14-sep-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Nearly causing me to choke [choking sensation] toothbrush head has come apart in mouth - oral-b [device breakage] case narrative: female consumer via e-mail stated that the oral-b toothbrush head came apart in her mouth, nearly causing her to choke. No serious injury was reported.